Event description:
Pt with lower quadrant and pain documented at this facility in 2007. Pt heard that his mesh had been recalled and pt feels this is the source of his pain. Composite type mesh removed in early 2008 - must adhesions noted on and around patch. Removed in 5 pieces 1.7 x 0.9cm up to 10.7 to 10 cm. 0.1cm thickness per pathology. Pt felt that patch was the cause of his pain. Pt wanted it removed. Diagnosis or reason for use: repair of hernia at stoma site. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? No.